Manufacturer narrative:
One zirconia abutment was returned for inspection. However, the device was misplaced in house prior to the evaluation being performed. If the device is found, the investigation will be re-opened and a medwatch supplemental will be submitted. The failure of this device is associated with a product recall (z-1215-2014). The reported event could not be verified without a returned product. However, the complaint was confirmed due to the findings of the complaint history review. This event is a subsequent malfunction. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole.

Manufacturer narrative:
Event date - unknown. Device has not yet been returned to manufacture. Product no returned to manufacturer.

Event description:
It was reported that zirconia abutment fractured into pieces in the patients mouth. Tooth location #7.